Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had failed to capture and r-wave amplitude variation. The rv lead was not used and replaced. The patient was stable throughout procedure.